Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and identified that the display window on the front panel assembly was physically damaged. During evaluation, the display was found to be functioning properly. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The front panel assembly (lvp) and the door to door o ring require replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had blank screen. This occurred during testing in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5: update the statement "there was no report of patient injury or medical intervention associated with this event" to "there was no patient involvement". Should additional relevant information become available, a supplemental report will be submitted.